Event description:
The advocate alleged that the customer performed control tests and received results of 300 and 315 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. Further troubleshooting was not possible as the customer had already disposed of the test strips. No product will be returned.